Event description:
It was reported that the highly calcified lesions were in the left anterior descending artery (lad) and the right coronary artery (rca). After pre-dilatation was performed, an attempt was made to treat the lad with the 2.75x23 mm xience v stent; however, it did not cross, which resulted in flared stent struts. An attempt was then made to treat the rca with a 3.5x23 mm xience prime stent; however, it also failed to cross the lesion, which resulted in flared stent struts. Another drug eluting stent was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided. Analysis of the returned 3.5x23 mm xience v device revealed there was peeling on the distal end of the balloon.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned 3.5 x 23 mm xience prime stent delivery system (sds) confirmed that there were mangled struts on the proximal end of the stent implant. Additionally, the stent implant was stationary on the balloon, but had moved proximally on the balloon. However, there were crimp marks on the tightly folded balloon where the stent had been between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. It is most likely that interaction with the moderately tortuous and heavily calcified lesion contributed to the reported failure to cross. Additionally, interaction with the lesion/anatomy likely resulted in disruption of the stent on the balloon such that the stent moved proximally during advancement. The mangled proximal stent struts are most consistent with that which would occur during withdrawal of the sds, as the stent interacted with the tip of the guiding catheter. Analysis further noted that there was balloon peeling on the distal end of the balloon and scratches on the balloon at the peeling, which was not initially reported with the incident information. It is likely that the balloon may have scraped against the heavily calcified lesion, which may have contributed to the shredding of the balloon material. A review of the lot history record was performed and there were no nonconforming material records that could have contributed to the reported complaint. Additionally, a query the complaint handling database for the reported lot was performed and there have been no other incidents reported for stent damage, stent retention, or balloon shredding for this lot. There is no indication of a product quality deficiency.